Event description:
It was reported that the battery data could not be read. Atrial and ventricular lead impedances were greater than 2500 ohms and noise was seen on the electrogram. However, a chest x-ray showed the leads to be undamaged, and parameters were acceptable at the pulse generator replacement.

Manufacturer narrative:
As received, measured data anomalies were observed and electrical measurements found low basic rate and loss of sensing. After the device was cut open and reset, normal function ensued. The device was monitored for over one week and the problem did not recur. The reason for the anomalies could not be determined.